Manufacturer narrative:
Please note: consumer did not report model number and has not yet returned product. Different models are manufactured at different locations. The product was manufactured at one of the following locations: contract MFR: hayco ltd., 4f citicorp centre, 18 whitfield rd., causeway bay, hong kong, china. Contract MFR: kin seng manufacturing co., ltd., no. 2-6 hinyieh road, xia kang section, nansha etdz, guangzhou, panyu, china.

Event description:
Consumer reported: "I chipped my tooth while using the spinbrush."